Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Currently, there are no reports of patient complications due to the event.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reporter that the patient underwent balloon kyphoplasty at t12 due to compression fracture. By checking the sagittal images, the cement was filled at each side of t12 (2.5cc at left and 2.7cc at right) using the bone filler device (bfd). The cement was filled until the point when flushing with the anterior wall of the vertebral body was noticed. When c-arm was operated in order to see the frontal images under the state of bfd inserting at the pedicle, the tube was found to be touching the right bfd. Intra-op, sagittal image was checked again after checking the frontal image, and it was found that about 1cm of cement had protruded from the vertebral body anterior wall. The doctor judged that the cement had got solidified and could not be removed; hence, the cement was left indwelled and the procedure was completed. After that, the s-plate (from another manufacturer) was placed at the spinous process between t11 and t12 and wound closure was performed. There is no information on whether there were any patient complications.